Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate and also it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level ranged from 115-240 mg/dl. Reportedly customer is using a back up insulin pump to continue therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.